Event description:
It was reported that led was capped and replaced due to oversensing. Patient condition is well after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.